Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified multiple hardware malfunctions. The fse replaced the valve assembly and tubing to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4) .

Event description:
The customer reported observing a leak and serum standard stability solution errors on their au480 clinical chemistry analyzer. As a result, two patients had erratic results on blood urea nitrogen, glucose, sodium, potassium and chloride. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.